Event description:
Boston scientific received information that this right ventricular lead was exhibiting low r-waves and was not capturing at 6.5v/1.0ms. The lead was repositioned, then exhibited the same issue again. Subsequently, the lead was explanted and replaced. No adverse patient effects were reported.